Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00628. The same patient is represented in each medwatch. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch 3352472, mfg date: 09/03/2009, exp date: 05/31/2012. Batch 3352473, mfg date: 09/08/2009, exp date: 05/31/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and grade 3 cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding and dyspareunia. It was reported that patient underwent excision of vaginal mesh from the vagina and cystoscopy on (B)(6) 2012 for mesh exposure in the vagina. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00628. The same patient is represented in each medwatch.